Event description:
It was reported that during treatment the cable broke loose and there was a high-pressure leak. A backup was available but there was a delay longer than 30 minutes with the patient under anesthesia. There was no harm to the patient reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, has been received for evaluation. A visual inspection confirmed the high pressure hose was separated from the high pressure fitting at the pump cartridge. The functional evaluation established a relationship between the device and the failure reported. Air was blown through and it was confirmed that the hose had ruptured, the handset was disassembled and rust was noted on the fittings and the chamber. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed, which show previous instances of this failure recorded. The versajet system is a high-pressure device, which uses saline in its operation. The instructions for use, details guidance on the maintenance and cleaning of the device. With specific guidance on the matter of corrosion. It is highly recommended that these instructions are followed to prevent re-occurrences of this failure. Root cause was determined to be corrosion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.